Manufacturer narrative:
(B)(4). Date sent: 01/30/2019. Additional information requested and obatained: no further information available - no details to request this information.

Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot was not provided, a device history could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current condition of the patient? What is the product code for the linx device? What is the lot number of the linx device? Why was an esophagectomy required? What kind/type of esophagectomy was done? Was the esophagectomy done with removal of the linx or was this done at a later time? What were the first clinical symptoms that provided evidence of an erosion and when did they first occur? Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? Please describe and include the dates of the procedures. Are pictures or videos available? How many beads eroded? Where were the eroded beads positioned? Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Endoscopically removed the entire device. Laparoscopically removed the entire device. Was the patient stented?

Event description:
It was reported that during a linx emea surgeon exploratory research that there was an erosion situation that resulted in an esophagectomy and a long stay in the hospital.